Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the customer in successfully resolving the issue. The customer was informed to continue using the pump and notify support if the issue reoccurs, which they acknowledged and understood.